Event description:
It was reported that during an attempted implant, the left ventricular lead became dislodged. The physician was unable to get through the small veins. The lead was not used. Patient was discharged home and referred to another facility for epicardial lead placement at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.